Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008 and right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that revision procedures were performed on unknown dates due to patient allegations of swelling and increased metal ion levels. Additional information received indicates that patient is enrolled in a clinical study. During post operative monitoring and testing, elevated metal ions were noted. A revision procedure was performed on (B)(6) 2012 due to pain, elevated metal ion levels and pseudotumor. No further information has been provided to date.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6), 2008. Subsequently, patient experienced swelling and increased blood levels and was revised on an unknown date. No further information has been provided.

Manufacturer narrative:
Date of event - unknown. Explanted date - unknown. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: #1) material sensitivity reactions. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2012-00215 thru 0000220).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Relevant test ¿ chromium level was 16.1ppb.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008 and right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that revision procedures were performed on unknown dates due to patient allegations of swelling and increased metal ion levels. Additional information received indicates that patient is enrolled in a clinical study. During post operative monitoring and testing, elevated metal ions and pseudotumor were noted. A left hip revision procedure was performed on (B)(6) 2012 and a right hip revision procedure was performed on (B)(6) 2011.